Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted. The pump passed the displacement, prime and excessive no delivery tests. No unresponsive buttons were noted. All buttons functioned properly. However, the pump had moisture damage on the keypad traces. All operating currents passed per specification. The pump had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.